Event description:
I had essure implanted on (B)(6) 2013. I started having symptoms within a week of implantation. Since my procedure, I have had constant cramping in my lower abdomen. Painful sharp stabbing pains to my right side and then they stopped (that device had migrated into my uterus). I have had very painful sex where my uterus has painfully contracted for at least 30 minutes after intercourse. I have experienced massive hair loss, constant taste of metal in my mouth and a lot of pain in my teeth. I have also had weight gain that daily high intensity exercise and proper nutrition have not affected. I now suffer from depression when I never did. I suffer from fatigue, brain fog, short term memory loss, blurred vision.